Event description:
It was observed during the device evaluation, the subject device exhibited that the aw-cylinder and aw-tube has foreign objects, and the connecting tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the suggested event was likely due to the failure to follow the instruction for use. However, a definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.